Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used for an unknown reason on (B)(6) 2022 when it was reported ¿surefit electrosurgical grounding pads, ref 410-2000 are not adhering to the patient.¿. There was no report of patient injury, medical intervention, or hospitalization. Further assessment information was requested and the reported stated that there are no specifics on the report. They are reporting in general that the pads are not adhering and that there were no injuries. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: e1, facility name, city, state and zip code were updated due to previous data entry error. Manufacturer narrative: the device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 94 complaints, regarding 647 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 410-2000, cga, surefit ground pad with 10ft cabel, 100/case, was being used for an unknown reason on 19apr22 when it was reported ¿surefit electrosurgical grounding pads, ref 410-2000 are not adhering to the patient.¿. There was no report of patient injury, medical intervention, or hospitalization. Further assessment information was requested and the reporter stated that there are no specifics on the report. They are reporting in general that the pads are not adhering and that there were no injuries. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.